Event description:
A 72 year old patient had a second procedure for removal of blood clots in the lower leg which coincidentially had the foley catheter holder in place. The procedure done the day before was embolectomy of the lower aorta and femoral arteries. The investigation draws the conclusion by the manufacturer that that the device "does not negatively affect the peripheral arterial circulation, nor does the catheter holder alter venous flow".we have used this product on many patients, including total joint replacements, with no adverse events. In light of the information obtained from the manufacturer and conversations with our critical care nursing staff, I believe that the patient predisposition is the major factor in re-clotting of the limb. The limb was salvaged and patient discharged to homeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.